Event description:
It was reported that 4 bd luer-lok¿ syringes' plunger rods broke during use. The following information was provided by the initial reporter: "syringe plunger breaks during intervention. 4 patients involved! 4 complaints created. Patient not harmed in any way because of this issue. Sterile single product used as substitution. Syringe used for contrast medium."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary. No photos or physical samples that display the reported condition were available for investigation. A diagram was provided which indicates the damage reported was located on the plunger. A device history review was performed for lot 2104104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it is possible the plunger was damaged due to jamming within the manufacturing equipment. Given we do not have any samples and device records did not indicate any issues related to the reported incident, we cannot verify this to be true.

Event description:
It was reported that 4 bd luer-lok¿ syringes' plunger rods broke during use. The following information was provided by the initial reporter: "syringe plunger breaks during intervention. 4 patients involved! 4 complaints created. Patient not harmed in any way because of this issue. Sterile single product used as substitution. Syringe used for contrast medium."